Event description:
The customer reported low bgs. Assisted the customer with treating low sugar level. It was mentioined that the customer was disoriented and nauseated. The paramedics were called. Advised the spouse and paramedics to discontinue the pump therapy and call back for testing prior to using pump. The customer's spouse also stated that customer has been ill and was playing around with the pump. Customer was disconnected during rewind and manual prime. While checking the pump settings, the customer bolused extra units of inuslin, which were unplanned. The customer was drinking juice to bring up their bgs. Suggested the customer to monitor bgs closely and not to get on the pump until customer is well with the normal range.